Event description:
On 02 march 2020, neotract was made aware of a retrospective study patient who underwent a successfully completed prostatic urethral lift (pul) procedure on (B)(6) 2018. Post procedure, the patient was discharged with a catheter. At an unspecified time later, the patient was hospitalized due to severe uti requiring medication. During hospitalization, the patient experienced infective endocarditis. It was reported that the endocarditis was most likely related to the intermittent catheterization. Neotract was informed that post hospitalization the patient was able to discontinue intermittent self-catheterization, and has not experienced any further utis. No additional information was able to be retrieved despite multiple outreach attempts.